Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during colectomy procedure, the device was difficult to open. They opened the device by normal hand open and close movements. They opened a new like device and it worked fine, there was no patient injury.